Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in novara, italy. A service quotation has been sent to customer. The stirrer motor will be replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message associated to the stirrer motor on the patient side during maintenance. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H.10: based on available information and previous investigation on similar cases, the root cause of the reported event is most likely associated to corroded / rusted bearing, which may be due to environmental conditions which the component worked in, such as high temperatures, humidity, condensation and water infiltration as well as the the action of disinfectants during cleaning procedures. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.